Event description:
Information was received from multiple sources (manufacturer representative (rep), healthcare provider (hcp)) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that during pump replacement today due to normal eos (end of service), the hcp was unable to aspirate the catheter. The hcp reported that when they removed the old drug from the old pump to put into the new pump, they accidentally diluted it with sterile water and now it was unknown what the concentration was. The hcp reported that the new pump has been primed on the back table and now they are needing assistance on programming the bridge bolus to ensure the old drug that was not diluted is delivered at a different rate than the newly diluted drug. No symptoms/patient concentration was reported. Drug name in programmer: morphine sulfate bupivacaine (all programmed as one drug).

Manufacturer narrative:
Concomitant medical products: product ID 8709 lot# serial# (B)(4) product type catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 24-aug-2003, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the diagnostics and troubleshooting performed was a bridge bolus was performed for the volume of the old medication concentration that was still in patients catheter. The cause for the inability to aspirate the catheter was not determined. There were no known environmental, external or patient factors that may have led or contributed to the inability to aspirate the catheter. The actions and interventions taken to resolve the inability to aspirate the catheter was a back table prime and a bridge bolus of old concentration in the patient¿s catheter. The actions and interventions taken to resolve the pump being filled with the wrong solution was a bridge bolus of old medication. The patient¿s managing physician was notified immediately following the event. The event was resolved.